Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received for evaluation. Visual observations revealed that the upper jaw of the device has been deformed contributing to the misalignment of the jaws and its failure to perform intended function. This complaint can be confirmed. This type of failure has been historically attributed to blunt force impact/ mishandling, a user issue. A manufacturing record evaluation was performed on 10/1/2019 for the finished device lot number [40226-161130], and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device [40226-161130] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, that the expressew iii ac+ gun upper jaw was bent and not working. There was no issue with the needles or loading plates. The procedure was completed successfully but changing the needles and diving board on the device caused a ten minute surgical delay. There was no patient consequence. This report is for one (1) expressew iii ac+ gun. This is report 1 of 1 for (B)(4).